Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller said the patient is having problems with having to get up at night. Caller said the patient is getting up at least every 2 hours and the patient doesn't think he is emptying his bladder. Caller said they have increased stim and have been to the doctor and the doctor has changed the program a couple times. During call patient services reviewed how to change programs. Caller was able to change programs during the call. No further patient complications are anticipated or expected as a result of this event.